Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The received image showed a cylindrical rod, which appeared to be made of plastic, placed on a covered surface. No measurements of the object or details about the event date were provided in the image. In conclusion, the reported piece of plastic issue was visualized in the returned image file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of the catheter afapro28 afa pro 28, a piece of plastic was evacuated from the mapping catheter and the flush barely flowed through the lumen of the balloon. The balloon was reflushed several times without and then with the mapping catheter, and it was inflated in sterile saline to ensure no more plastic debris remained before use. The case was completed with cryo.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.